Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6), and break in aseptic technique in a patient coincident with dianeal, unknown, and extraneal viaflex therapies (lot numbers were not reported). On (B)(6) 2008, the patient began treatment with dianeal, unknown, and extraneal viaflex therapies (doses, frequencies and lot numbers were not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced peritonitis, manifested by abdominal pain. The severity was rated as mild. It was not reported whether the patient was hospitalized or whether dianeal and extraneal were ongoing. On (B)(6) 2009, the patient began remedial therapy with "cefuroximum" (cefuroxime) 750mg, twice daily, ip (due to antibiogram). The antibiotic was discontinued on (B)(6) 2009. On an unreported date, the patient recovered from the event of bacterial peritonitis. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was not reported. The patient's medical history and concomitant medications were not reported. The physician reported the event of bacterial peritonitis with culture positive for (B)(6) was unrelated to dianeal and extraneal. A statement of causality was not provided for the event of break in aseptic technique.